Manufacturer narrative:
Data from the affected abl90 flex analyzer (serial number: (B)(4)) was provided from the customer to radiometer for investigation. Data from the abl90 flex analyzer (serial number: (B)(4)) used for comparison measurements has also been requested from customer, which currently is pending.

Event description:
According to the complaint received, a customer reported consistent varying patient measurements for the thb parameter on an abl90 flex analyzer ((B)(4)). Examples of the deviations for the thb parameter are shown below for several sequences of measurements. (B)(6). The samples are taken from the same syringe. It should be noticed that for some of the pairwise measurements the comparison measurements were performed on the same analyzer see the measurements from (B)(6) 2018 in the table above.

Manufacturer narrative:
In the initial MDR for 3002807968-2019-00005, an incorrect UDI number was stated. In this follow-up 2 MDR 3002807968-2019-00005, the correct UDI number is stated in field d4.

Manufacturer narrative:
According to the investigation performed and information from the customer, the affected analyzer had no deviations after replacements were performed. However, the investigation of this case could not identify the root cause which remains as unknown. It was concluded that no further investigation of this case was possible.